Event description:
It was reported that when the shaver was used during surgery, metal shavings were released into the pt.

Manufacturer narrative:
Final device investigation of the shaver revealed no metal shavings in the device or returned packaging. No damage to the shaver was noted.